Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that due to an 840 malfunction, the ventilator was removed from the pt. There was no pt harmed or injured as a result of this event. The customer reported to have replaced the o2 sensor. The ventilator passed all testing.